Manufacturer narrative:
H6: 1494: off-label; acd<3.00 at the time of implantation. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo_12.1; -8.5/1.0/013 (sphere/cylinder/axis) implantable collamer. Lens patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was replaced with a longer length lens due to low vault. Without rotation. This resolved the problem. Cause of the event was reported as unknown.